Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Multiple requests for further information have been made. Allergan has received no response from the authors. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Through the article ¿inflammatory reactions to laryngeal injection of hyaluronic acid derivatives,¿ it reported that 449 patients were injected off-label with median injection volumes of 0.6 ml for adult and 0.3 ml for pediatric patients of unspecified juvéderm®. An inflammatory reaction occurred following 3 patients. All three patients presented with stridor, dyspnea, and laryngeal edema within two days of injection. Patients were admitted to ICU-level care for respiratory monitoring with continuous pulse oximetry and treatment with a combination of scheduled intravenous corticosteroid and inhaled racemic epinephrine. One patient with comorbid pneumonia was intubated and required concomitant treatment with broad-spectrum antibiotics. This patient was extubated two days later. Symptoms resolved. No long-term sequelae were documented for any patients who experienced an inflammatory reaction.